Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead failed to capture and exhibited low pacing impedance. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture and low pacing impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts.